Event description:
The intralase fs laser was used to create a bilateral corneal flap(s) for lasik surgery in 2008. One day postoperatively, the patient presented with stage 1-2 + diffuse lamellar keratitis (dlk) in right (od) eye and trace (dlk) in the left (os) eye. A flap lift and rinse od was performed about 2 days post-op. The patient was treated with topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 both (ou) eyes. Postoperative bcva is 20/15 ou. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
A field service engineer (fse) performed a scheduled pm on 7/7/2008 and the laser system met specifications and performed as intended. A clinical development specialist (cds) provided surgery support in 2008 to assess the physician's laser settings, surgical technique's and sterility process in order to identify a potential root cause for dlk. The laser and sterilizer were evaluated and found to be within specification. The most likely root cause was due to the doctor adjusting the surgical settings that increased the opaque bubble layer (obl), causing sticky lifts. In order to help the bubbles escape, the surgeon used the end of a disposable cannula to massage the obl, which in turn caused the dlk. Upon departure, the cds adjusted the settings for the surgeon and lowered the energy. The dlk has been resolved.